Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting a diagnostic anomaly where under-sensing of premature ventricular contractions caused alerts for non-sustained right ventricular over-sensing. The healthcare provider had not alleged that the device had malfunctioned, and no interventions were made. The patient was in stable condition.